Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door not closed alert" was reproduced. A review of the event history log revealed "door jammed" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of adjustment link. The link/ link switches are required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't alarm closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.